Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID neu_unknown_cath, serial # unknown, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) via a business partner regarding a patient who was receiving prialt via an implantable pump for an unknown indication for use. It was reported that the patient was in a bus accident on (B)(6) 2017, and their catheter came loose. It was stated that prialt or spinal fluid had leaked into the anterior abdominal wall. The hcp had not yet seen the patient, so they had no further information regarding the adverse event. A business partner contacted the patient to discuss the case. The business partner stated that the patient was ¿doing fine¿ and had no symptoms of prialt overdose. There were no reported complications/symptoms. The bus accident was considered medically significant and serious per the business partner¿s medical assessment. The outcome was unknown. The relatedness was not reported. It was not related to a business partner product complaint. It was not ongoing. The catheter coming loose was considered non-serious per the business partner¿s medical assessment. The outcome was ¿not applicable.¿ it was stated as ¿related.¿ it was not related to a business partner product complaint. It was not ongoing. The prialt or spinal fluid leaking into the anterior abdominal wall (catheter leakage) was considered medically significant and serious per the business partner¿s medical assessment. The outcome was unknown. The relatedness was not reported. It was not related to a business partner product complaint. It was not ongoing.